Manufacturer narrative:
Other- aes have been mentioned.. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 8, gender- male (male- 5; female- 3), age (mean age)- 56.75 years pre-op diagnosis: degenerative disease (1 patient), trauma (3 patient), tumor (3 patient), infection (1 patient). Procedure involved: corpectomy, anterior fixation, posterior spinal fusion (psf), oblique lateral lumbar interbody fusion (olif) it was reported in the clinical study that a total of 8 patient implanted with anterior fixation system. Based on the charted diagnoses, patients were stratified into one of four evidence groups for analysis: degenerative disease (1 patient), trauma (3 patient), tumor (3 patient) infection (1 patient). Summary data for fusion assessments were available for 6- months post-operative. Successful fusion was indicated in degenerative disease group. In trauma group fusion assessments were not available. In tumor group postoperative radiographic notes with fusion assessments were available for 2 of 3 patients at the 3-month follow-up. They were deemed not fused at this time point. It is important to note that 3 months follow-up is often too early to visualize fusion, so longer follow-up is required to properly assess these patients. In infection group fusion assessments were not available. In the degenerative disease group, 1 of 1 patient was recorded as having an ae. In total, 4 aes were recorded across 4 different types of aes. The patient had lower back pain, lower extremity pain, surgical wound pain and chest pain. In the trauma group, 1 of 3 patients were recorded as having an ae. In total, 1 aes was recorded. 1 patient had deep vein thrombosis. In the tumor group, 1 of 3 patients were recorded as having an ae. In total, 3 aes were recorded across 3 different types of aes. 1 patient had lower back pain, surgical wound pain and weakness. In the infection group, no patients were recorded as having an ae. In this retrospective observational study, radiographic fusion assessments were only available for 3 of the 8 patients and 2 of these patients had the last radiographic fusion assessment at 3 months post-operative, which is too early for a final fusion assessment. Among the 8 patients included in this report, 3 patients were recorded as having at least one ae. Of the 8 total aes recorded, there were no reported cases of device-related adverse events, pseudarthrosis, or revision surgery. The reported aes were known complications associated with continued pain/discomfort, spine fusion surgery, or general surgery.